Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring, black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump received with missing segments. Pump was cut open to perform visual inspection and found cracked lcd glass. The pump passed the displacement test, sleep current test, active current measurement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked lcd glass, corroded battery tube, pillowing overlay, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails. Customer has returned pump due to crack in the battery compartment. Cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails confirmed during visual inspection. Missing segments due to cracked lcd glass.